Event description:
The user reported that there was no signal being displayed on the monitor. There was no pt harm involved. Testing indicated that the problem was caused by an open potentiometer (r3301) on assembly 590119. The failure is attributed to the age of the device. The event is not occurring more frequently or with greater severity than is usual for the device.